Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of camera socket pins broken was not confirmed. However, the evaluation found a faulty printed circuit board on the back of the ex socket, causing no video output with some scopes and camera heads. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the camera socket pins were broken and no image was present. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the damaged/bent video connector pin and faulty printed circuit board could not be identified. Per instructions for use: the endoscopic image does not appear on the monitor. Foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. The video system center cannot communicate with the endoscope. Stop using the endoscope and contact olympus. Olympus will continue to monitor field performance for this device.